Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shut off. The customer was able to connect the pump to a power source and the pump turned on. There was no reported impact to the customer's blood glucose level.